Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there was a broken luer lock tip. To aid in the investigation, one sample and one photo were provided for evaluation by our quality team. The sample came in an opened packaging blister. A visual inspection was performed and the luer is damaged. No other defects or imperfections were observed. The photo provided shows the sample received. This defect can occur if there is a jam in the transportation system inducing the damage. A device history record review was completed for provided material number 302830, lot number 1053978. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the alignment and product flow was performed finding everything was correct. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the tip of the bd syringe with the luer-lok¿ tip broke off. The following information was provided by the initial reporter: "broken luer-lock tip".